Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a post market vigilance instrument. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a total lap gastrectomy procedure, they set the device and confirmed the display showed the device was on firing mode. The surgeon could not fire the device. They re-connected the cartridge and tried to fire the device again; however the same event occurred. They replaced the cartridge and the firing was completed with no problem. The status of the patient is with no problem. No patient adverse events were reported.